Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low speed and low flow hazard alarms with flow values reaching zero can be confirmed. The evaluation of the returned system controller serial number (B)(6) revealed that both fuses were damaged. As a result, the system controller was not able to operate the test pump during analysis. The fuses were replaced and the system controller operated the test pump as expected. The log files were successfully retrieved from the system controller. The event log file contained information recorded from 16aug2023 to 18aug2023. The data captured on 16aug2023 from 7:19 to 8:03 revealed that the system operated at the set speed of 5500 rpm with driveline_comm_fault and driveline_power_fault alarms associated with com a and power a broken faults. The data also indicated that the fuse a was opened. The calculated flow was approximately 4.5 lpm (one entry captured at 7:19 had 2.6 lpm flow), the motor power was ~4.3 w and the average pi was 3.4-3.7. The data recorded after 8:01 revealed compromised communication between the controller and the pump. The speed and the power values were still recorded in the log file; however, the flow and the pi values were recorded/displayed as 0. The data captured at 8:03 revealed a loss_of_lvad_comm alarm and the speed was also recorded as 0 rpm and only the power values remained at ~ 4.4w. The speed was briefly 5500 rpm at 8:20 and then it was recorded/displayed as 0 again. The current values for power a and power b suggested that the pump was still powered via the power b line. The next entries revealed that the driveline_comm_fault, driveline_power_fault, and loss_of_lvad_comm alarms, accompanied by 0 flow, pi and speed remained active until 18aug2023, 15:08 when a sudden current increase to ~ 4a for power line b was recorded which resulted in additional lvad_off and low flow alarms and fuse b open. The data captured at 15:25 indicated that the driveline was disconnected followed by the external power. The periodic log file contained events recorded from 27dec2022 to 18aug2023. There was normal operation recorded from 27dec2022 to 23jan2023 when a driveline_comm_fault alarm associated with a com_a_fault became active. On 24feb2023 in addition to the driveline_comm_fault, there was a driveline_power_fault associated pwr_a_broken. The system continued to operate with the alarms mentioned above until 16aug2023, when a loss_of_lvad_comm alarm and fuse a open fault became active. The last entry captured in the periodic log file was on 18aug2023 at 12:26 and the additional alarms/faults observed in the event log file were not captured. A modular cable was returned along with the system controller. The evaluation of the cable revealed a significant fluid ingress and a jelly substance inside the inline connector resulting in an electrical contact/short between the connector pins. This electrical short has the potential to result in the damaged fuses confirmed during the evaluation of the returned system controller. These findings are consistent with the damage and fluid ingress observed during the investigation of the returned pump cable. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 patient handbook, caution users ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use, under section 2 system operation, covers ¿replacing the current system controller¿. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), section 2 "system operations" also provides instructions on how to replace the modular cable. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline and to not twist, kink, or sharply bend any cables, as it may cause damage to the wires inside that may not be outwardly visible and that could cause the pump to stop. If kinking, twisting, or bending does occur, carefully unravel and straighten. Section 6 instructs the user to check the driveline daily for signs of damage. Section 8 "equipment storage and care" states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, section 4 "living with the heartmate 3" (under "caring for the driveline") instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)" and "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline¿ in water or liquid." In addition, section 5 "alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report numbers: 2916596-2024-01368 and 916596-2023-06210. It was reported that on 16aug2023 the patient's pump cable was damaged and only had one working power conductor and one working communication conductor remaining. The patient experienced a low speed hazard alarm with low flows until the flow reached zero. On 18aug2023, the pump stopped and the patient had a right heart catheterization performed. On (B)(6) 2023, the pump was decommissioned, the outflow graft was tied, and the driveline was removed. The patient was stable and would await a heart transplant.